Manufacturer narrative:
Additional information was provided: customer alleged that the pump was still delivering unintended boluses. Reportedly, customer's blood glucose (bg) level was 53 mg/dl. Customer took sugar to address bg. Customer was then again educated that based on pump data analysis, the pump was functioning correctly and all delivered boluses had been requested by customer. Customer understood and reverted to an alternate form of insulin therapy.

Manufacturer narrative:
Pump logs were reviewed and revealed that on the reported dates there were multiple occurrences where the pump was successfully unlocked, followed by a bolus that has been requested, then started and finished. No pump issues were identified. H6: change device code 1311 to 2993. H6: change device code 1311 to 2993.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Pump history was reviewed and it was found that the boluses were completed after the customer entered carbohydrate entries. As the customer continued to alleged the issue was due to a pump malfunction, a pump data review will be performed. Customer's blood glucose (bg) level was 47 mg/dl. Customer consumed sugar to resolve bg and required intervention from a diabetologist.